Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, noise and impedance issues. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. An extracting stylet was returned stuck in the lead and body fluid was noted in the lumen. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 165 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out-of-range pacing impedances, noisy signals and high capture thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, noise and impedance issues. This rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating the rv lead had high, out-of-range pace impedance measurements of greater than 3000 ohms before explant. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, noise and impedance issues. This rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating the rv lead had high, out-of-range pace impedance measurements of greater than 3000 ohms before explant. No additional adverse patient effects were reported.